Event description:
A surgeon reported a pt with one diopter of remaining cylinder following intraocular lens (iol) implant surgery. The surgeon stated that the lens was implanted by another surgeon. In a f/u, it was indicated that both the implanting surgeon and current surgeon are in the same practice. The implanting surgeon reported that the event continues but is expected to resolve. She also noted posterior capsule opacification (pco) approximately three months after implantation. It was also indicated that an unapproved viscoelastic was used.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Additional info was requested on 03/18/2011 and 03/25/2011 by phone, fax, and mail. A completed questionnaire was received on 03/28/2011. (B)(4).